Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator had hardware failure and stucked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-july-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch was failed while trying to retrieve the medications. The field service engineer (fse) tested the latch functions, replaced the controller board and rebooted the station to resolve the issue. The fse confirmed that the system functioned successfully, with three users verifying proper operation through testing and also tested the hardware via application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator had hardware failure and stucked. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, resulting a delay. However, there were no delays or adverse events or injuries reported based on this event.